Event description:
Facility reported a bleeding episode with the lifesite, not related to heparin concentration but reported as a malfunctioning valve. The patient subsequently had one valve explanted.